Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty temperature probe. The device was evaluated and the reported issue was confirmed as it was noted that the temperature probe was faulty. The temperature probe was replaced. Passed applicable testing. The device did not meet specifications, and was influenced by the reported failure. It is unknown if there was patient involvement. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was visually inspected, and no physical damage was found to the unit. The reported issue was unconfirmed. Faulty temperature probe cable. Pump hours was 3239 and system hours was 3390.

Event description:
It was reported that the arctic sun device was visually inspected, and no physical damage was found to the unit. The reported issue was unconfirmed. Faulty temperature probe cable. Pump hours was 3239 and system hours was 3390.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.